Event description:
Hickman subcu. Incert. In 9/93 and used for chemo. On 6/28/94 no blood return was obtained prior to chemo. Xray noted that catheter had separated from port and lodged in heat. Patient was in no distress. Cat was retrieved without complications. Port remains in patient.